Event description:
A report was received from the affiliate indicating that a healthcare worker burned three fingers after removing a instruments from a completed sterrad cycle. The worker experienced skin discoloration (turning white), however, medical attention was not sought and she has recovered. The worker thinks that the load contained h2o2 residual. The hospital stopped the use of the sterrad following this incident.

Manufacturer narrative:
Per the initial reporter, ventilation for sterrad use was appropriate. The customer indicated having a copy of the sterrad labeling and the most recent copy of the material safety date sheet. The customer followed the emergency procedures as indicated in the product labeling. The load contained (1) 3 mirror lens, (1) digestive centimeter, (2) probe guides, (1) rubai valve and (2) boxes of 10 opthadoses. Other load related information was not provided.